Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart for several months, which prompted the customer to reset the time and date with every battery change. She stated that on one occasion, the insulin pump did not give her a bolus, and her blood glucose rose up to 600 mg/dl. The customer's most recent blood glucose was 138 mg/dl. The customer also observed signal too low alarms in the alarm history. She stated that the insulin pump had not been stored or not in use for an extended period of time. She declined troubleshoot assistance for the signal too low alarm and the high blood glucose. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test and displacement test. However, the insulin pump alarmed after battery installation due to connector breaking voltage. No alarms were noted. The insulin pump was received with cracked case at display window corners, minor scratched lcd window and stripped battery cap coin slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.